Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer failure, unable to close. The customer reported that there was a delay in dispensing medications to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a damage on the drawer chassis in drawer open/close sensor. The field service engineer replaced the metal on the chassis of the drawer and half height drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.